Event description:
As reported by a field clinical specialist (fcs), approximately 6 years and 11 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient came back with severe central regurgitation and symptom of shortness of breath. The patient was treated with 20 mm s3 ultra resilia valve. There was no allegation of any of edwards device malfunction or pre mature failure. Patient was stable after tavr.

Manufacturer narrative:
The investigation is ongoing.